Event description:
Subsequent to the initial medwatch report filed, additional information was received: an additional proglide device had a cuff miss noted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. It should be noted that the perclose proglide instructions for use states: rotate the device approximately 30 degrees towards the patient's right side (approximately 10 o'clock). Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked 1) on top of the handle. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional five proglide devices are filed under separate medwatch reports.

Event description:
It was reported that suture placement in both common femoral artery was attempted with six proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter endovascular aneurysm repair (tevar) procedure. Reportedly, all six proglide devices had cuff misses noted. The devices had been rotated with the foot open and were at the wrong angle at the time of deployment. Three additional proglide devices were successfully preplaced at both common femoral arteries and were used to achieve hemostasis. A non- abbott device was used to stop non-pulsatile oozing in the left groin. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.